Manufacturer narrative:
This lead was explanted replaced due to an unrelated lead issue two years after this event. No issues were noted during analysis were would have likely contributed to the dislodgement that occurred two years earlier. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that over 3 years ago this implantable right ventricular (rv) lead experienced a higher pacing impedance at the discharge interrogation following implant than the values obtained during the implant procedure. The threshold also measured 5.5 volts at 0.5 milliseconds. This rv lead was repositioned successfully. Recent information was received indicating that this lead had in fact dislodged at the time, which resulted in the diagnostic issue. Currently, this rv lead remains implanted and in service. No adverse patient effects other than the additional procedure were reported.